Event description:
Additional information received clarified the event further. It was reported that ins had been unpacked from the sterile packaging at which time telemetry to input patient data, etc was begun. Just before the settings for the electrodes and parameters, in an attempt to get successful telemetry with the ins, the clinician programmer was turned off then on again. The telemetry showed that the battery was "consumed completely" and not further telemetry could be obtained. Another attempt was made, using the clinician programmer, to input electrode settings into the ins which resulted in a "complete communication failure". The situation did not improve after several additional attempts and as a result a new ins was then used and implanted into the patient. Following the surgery, telemetry was attempted with the unused ins and was successful using the clinician programmer at which time much of the patient data. Another attempt later was unsuccessful with telemetry. It was reported that there were no health hazard to the patient. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the implantable neurostimulator (ins) would not communicate with the physician programmer prior to implantation. The device was not used and there was no known impact to the patient. The ins was returned to the analysis center, where it was successfully interrogated twice. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the stimulator found that no anomaly was present. Analysis showed that the implant life started on (B)(6) 2012, indicating that the stimulator had telemetry on the reported event date. The stimulator was also tested at various temperatures to check for any telemetry issues related to temperature, but no issues were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.